Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to analyze a patient ( age & gender unknown) the device did not auto-escalate energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device was extensively tested and the malfunction was duplicated. A review of the device's activity log found no evidence to support the customer's complaint. There were a total of 4 shocks delivered the patient, and they were in succession of 120 and then 150 joules. There was no indication of a device malfunction. The device was recertified and returned to the customer. It's important to note that this type of report does not impact the device's ability to deliver energy to the patient. Energy selection is adjustable via the front panel or defibrillator paddles. Analysis for reports of this type has not identified an increase in trend.